Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's left knee was revised due to posterior failure of the poly insert and wear of the patellar component. Surgery occurred on (B)(6) 2020. On (B)(6) 2020, revising surgeon discovered that a right sided femoral component was implanted into the left knee approximately 8 years ago (by a surgeon who is now retired). Rep was not present for that procedure. Intra-operatively, the femoral component was deemed to be well-fixed and was not revised. The patellar component and a 4x13 cr insert were revised to a new patellar component and cs insert.